Event description:
The complainant reported that the automated impella controller (aic) exhibited a controller error. This occurred during preparation for a case with no reported harm to the patient. No further information is available.

Manufacturer narrative:
E1, e2, e3: the name and occupation of the initial reporter is unknown. The device was returned, and the evaluation is in process. Upon completion of the investigation a supplemental MDR will be filed.

Manufacturer narrative:
A.2 age should have been left blank on the initial manufacturer device report number 1220648-2024-24101 as it is unknown. A.3 unknown should have been selected on the initial manufacturer device report number 1220648-2024-24101 as it is unknown. D.2 revised common device name as it was entered incorrectly on the initial manufacturer device report number 1220648-2024-24101. D.4 revised serial number as it was entered incorrectly on the initial manufacturer device report number 1220648-2024-24101. E.1 name prefix/title, first and last name are known and were added to the initial manufacturer device report number 1220648-2024-24101. Phone number was entered incorrectly on the initial manufacturer device report number 1220648-2024-24101. E.2 and e.3 added information as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-24101. H.1 revised as it was entered incorrectly on the initial manufacturer device report number 1220648-2024-24101. H.6 code 10 was reported incorrectly on the initial manufacturer device report number 1220648-2024-24101.